Event description:
Additional information received notes the primary reason for the procedure was a routine generator change.the issue with the right ventricular lead's (rv) broken insulation was noted when disconnecting the right ventricular lead during the procedure. The patient was stable before during and after the procedure.

Manufacturer narrative:
Further information was requested but was not yet received. This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped (B)(6) 2020 due to an insulation anomaly.